Manufacturer narrative:
As of today the investigation is still in process and a follow up will be filed as needed.

Event description:
It was reported that the c-arm is not parallel with the gantry and metal shavings are seen on the rotation collar. No injury reported. A field engineer was dispatched to the site.

Event description:
A hologic field engineer recommended the vta be inspected and replaced based on a review of the complaint details. Attempts to obtain additional information from the dealer field engineer on (B)(6) 2020, (B)(6) 2020, (B)(6) 2020, and (B)(6) 2020 were unsuccessful.